Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and capsular contracture was received on april 10, 2024, with lot number 1825435. The device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken device on anterior and observed one opening on anterior assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ no other observations were observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported rupture and capsular contracture, baker grade IV diagnosed by ultrasound. Device remains implanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27mar2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 18apr2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture. And capsular contracture, baker grade IV.

Event description:
Patient reported, rupture. And capsular contracture, baker grade IV. Diagnosed by ultrasound. Device remains implanted. This record relates to the right side.